Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was outside clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor has some signal problem and not showing the picture correctly. Fse removed the back cover of the monitor and realized the signal rj-45 ethernet cable a little bit loosen. Fse removed first the single link dvi-rj-45 converter via proper alen key then check all of the pin's state and reconnected everything properly. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact and evaluation method codes were corrected.

Event description:
It has been reported to philips that the azurion 7 m20 system had a signal problem. No harm has been reported. Cables were replaced to provide the customer a resolution. Philips has started an investigation of the complaint.